Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced a decrease in sound quality and headaches with device use. Programming adjustments were made, however, the issue was not resolved. The recipient ceased device use. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the silastic overmold was cut at the electrode lead, and at the fantail region as well as exposed electrode wires. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. The device failed the residual gas analysis test. The reported complaint of sound quality could not be verified during this analysis, which was limited in some respects due to the electrode lead being cut prior to receipt. The device passed the electrical tests performed. However, the device had moisture content that exceeded the residual gas analysis test limit of 0.5%. Based on an assessment of the residual gas analysis, it is believed that this device was not hermetic. This older device configuration is not currently manufactured. This is the final report.